Event description:
The account alleged that the bed will not send a call to the nurse's station when the pt positioning monitor alarms.

Manufacturer narrative:
The account replaced the scale/ppm board to repair the bed.